Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a no device found message, a loose recharger cable at the donut and the recharger failed the antenna test temp. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding their controller.  They reported that the controller went out (B)(6) 2022 pt reported software problem message - pt was recharging the ins at the time.intellis3.058qf_new.  The pt reset the controller pt is seeing battery low charge on the controller.  The pt connected controller to ac power and stated the controller is charging. Pss later confirmed that the pt was able to connect to the ins and was charging.  After charging the controller and trying to connect to the ins and recharge it, the pt reported they were seeing a no device found message.  Technical services reviewed with the pt that they need to select "recharge" instead of "try again".  When they selected "recharge" they reported seeing 0-100-100 and confirmed they were able to recharge with excellent recharge quality.  No symptoms reported. Additional information was received from the patient. Pt called back stating they were still having trouble with their device for pt got another message when attempting to charge their implant of to call medtronic (pt did not recall error code). Pt was able to start recharging their implant at excellent then that was when they received the message. Pt noted the device was acting up so bad and they thought they needed a new rtm because it was getting hot. A replacement rtm was sent.